Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On 02/14/2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The customer alleged that the ok button was under responsive to user presses. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission 04/19/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/27/2017 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive during the investigation. The keypad cover was removed to find no contamination under the button contacts. The pump was opened to find the keypad flex fully seated in the connector with the latch closed. No evidence of moisture was found internally. The complaint of an under responsive ok keypad button was unable to be duplicated.